Event description:
Supplemental info regarding the form 3500 MDR submitted on 12/21/09: the ez-ox cylinder which was the subject of MDR was not used in accordance with its labeling instructions.

Event description:
In 2009: a pt connected to an ez-ox cylinder was being moved from the or to another department. Anesthesiologist who had connected the pt to the ez-ox and was accompanying pt noticed that the pt's blood oxygen level, which should have been over 92, was 60. Facility found no oxygen was flowing from the ez-ox, removed the ez-ox and connected the pt to facility's centralized, piped oxygen supply. Advised that the pt was fine. There was no flow from ez-ox because the flow selector was not set in a flow position.